Manufacturer narrative:
An investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The customer issue has been alleged on the cobas sars-cov-2 qualitative test for use on the cobas 5800/6800/8800 systems ce-ivd, catalog number 09446109190 and UDI (B)(4) which is not yet available in the us. The similar assay currently available in the us under emergency use authorization is the cobas sars-cov-2 test for use on the cobas 6800-8800 system (eua(B)(4), product code: qjr). The product catalog number for the test (192t) is 09175431190 and (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from switzerland alleged the generation of discrepant results for 3 samples during a method validation when comparing the results obtained with the cobas sars-cov-2 qualitative test used on the cobas 5800 system and the results obtained with the cobas sars-cov-2 test for use of the cobas 6800 system. The 3 alleged samples generated target 1 positive, target 2 negative results with the cobas 5800 system and target 1 negative, target 2 negative results with the cobas 6800 system. The results obtained from the cobas 5800 system during the method validation were questioned to be incorrect and these results were not reported out. No harm was alleged.

Manufacturer narrative:
Roche received complaints reporting the generation of false positive and invalid negative control (nc) results on the cobas® 5800 instrument for the cobas® sars-cov-2 test and the cobas® sars-cov-2 & flu a/b test due to anomalous baselines. Select analytic units from customer sites were returned for investigational purposes. Upon inspection of the returned units it was noted that the wako lenses showed a deposit on their surfaces, which could affect the signal in the detection unit of the instrument¿s analytic unit. The described issue can generate invalid nc and false positive results, which theoretically affects all assays and all targets used on the cobas® 5800 system; however, there are no related complaints for the other assays run on the cobas® 5800 system, to date. Based on available data, assays performed on the cobas® 5800 system with an affected wako lens can report invalid or false positive results with some regularity, leading to erroneous or delayed diagnoses. The overall probability of harm to patients is dependent on the specific assay. Affiliate organizations are instructed to contact impacted customers and schedule site visits to clean the instrument¿s wako lens, as needed, following service documentations. Capas were initiated. Consignees will be notified. Important: the cobas® 5800 instrument is currently not available in the us. The customer issue has been found to be related to the cobas 5800 system (product catalog number 08707464001; UDI: (B)(4)) which is not yet available in the us. This specific wako lens is used only on the cobas 5800 analyzer. No other instrument is affected.

Manufacturer narrative:
Additional data was provided and the investigation is still ongoing. A supplemental report will be submitted upon completion of the investigation. Per FDA guidance for eua, a batch MDR is being submitted to represent all alleged samples, as results were not reported out. (B)(4).

Event description:
Further review of 1132 results identified 6 additional samples with discrepant results compared to retests. The alleged samples generated target 1 positive, target 2 negative results with the cobas 5800 system. Upon retest with either the cobas 6800 or the cobas liat system, the 6 samples generated a negative result. The initial positive results obtained from the cobas 5800 system were not reported out. No harm was alleged.